Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer was hospitalized for high blood glucose. Customer's wife stated that she noticed bubbles in the tubing and received a no delivery alarm prior to hospitalization. No further details provided at time of call.